Manufacturer narrative:
This case was assessed as reportable to the FDA as the event fibrosis in the upper area of the cheekbone (injection site fibrosis) was deemed to meet serious injury criteria of necessary to prevent a permanent damage to a body structure. The device history record of radiesse injectable implant, lot number 100119891, was reviewed. A lot search was conducted on the reported lot and no similar events were noted. No nonconformances reports, corrective/preventive actions related to this lot.

Event description:
This consumer report was received from a spanish consumer and concerns a female patient. She was treated with radiesse®, approximately one year prior to this report. Approximately one year after the radiesse® injection, the patient developed fibrosis in the upper area of the cheekbone. The patient was treated with a corticoid cream for a while, prescribed by her physician, but it was not resolved. The outcome of the event was reported as not resolved. Follow-up information was received on 16-jun-2020: the case was medically confirmed. The events indurated lumps and cords were added. The patient's age and date of birth was provided. The patient was a 44-year-old female. She was injected subcutaneously and supraperiostaly with a total of 1.8 ml of radiesse®, into the zygomatic region, mandibular angle, rictus and malar, on (B)(6)2019 (also reported as (B)(6)2020). Radiesse® was diluted with 0.3 ml of lidocaine and injected with 0.9 ml into 5 injection points per side, via vector technique, using a 27g, 0.4 x 25 mm cannula. Batch number was reported as 100119891. A lot search in the global safety database was conducted. According to the physician, the treatment with radiesse® was considered a great success, since the result was still very satisfactory for the patient. The patient was previously treated with radiesse®, on (B)(6)2015, (B)(6)2016, (B)(6)2018, and with botox® on (B)(6)2018, without incidents. According to the glogau classification, the patient was in group IV. She had no disposition to lymph drainage problems, allergies, autoimmune diseases, intake of interferon or omalizumab, or surgical interventions in the treated area in the past. Concomitant medication were reported as none. Further patient's medical history included an appendectomy. In 2019, two months after the treatment with radiesse®, the patient experienced indurated lumps and cords in the treated area, also reported as non-visible and slightly palpable indurations. The patient visited the physician on (B)(6)2019, but she noticed the lumps approximately 10 days before. On (B)(6)2019, the patient still had the same symptoms and the physician prescribed a corticoid emulsion lexxema, 3 days locally. The symptoms did not resolve but the bone region was less indurated. The patient continued to use corticoids on (B)(6)2019. On (B)(6)2020, the patient was injected with botox®, reportedly without incidents. She was calm because the indurations were stable on (B)(6)2020. As reported, the patient came back on (B)(6)2020, worried because there was no resolution. The physician reported the possibility that the radiesse® provided natural fibrosis, but she suspected generalized infection, maybe due to dental problems. Because of that, the physician prescribed an antibiotic to see if the sensation of induration was going to be reduced. If not, descending course of corticoids for 6 days was going to be added and ultrasound examination performed. On 22-jun-2020, the physician reported that the patient was going to start treatment with 500 mg of ciprofloxacin, every 12 hours for 3 weeks, (B)(6)2020. Based on the evolution, the physician also planned to prescribe dacortin 30 for 6 days. The patient was not hospitalized. The outcome of the events indurated lumps and cords was reported as not resolved. In the opinion of the reporter, the events were of mild intensity, not life-threatening, unknown if permanent and not related to radiesse®. Case closure dated on (B)(6)2020: no further information could be obtained, and the case was closed. If any significant new information is received, the case will be reopened. Follow-up information was received on 10-may-2023: this case was upgraded to serious. Radiesse® was diluted with 0.3 ml of lidocaine (product preparation issue, off label use of device). The patient reported that, after 3 years, she still had fibrosis due to an adverse reaction to radiesse. She was prescribed with an antibiotic. The patient also reported that as of the date of this report, outside signs were beginning to appear. The outcome of the events remained unchanged.